Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photos were provided and reviewed. An evaluation of the photos provided confirmed the report. The photos showed the trigger cord attached to the barrel with three bands laid out on a table. Three of the six bands had deployed prematurely. Other portions of the device were not pictured. A closer observation of the trigger cord showed the presence of two knots. Without return of the complaint device a complete investigation could not be performed. The subassembly device history record for the mbl string subassembly contains a nonconformance that could potentially be related to difficulty with deployment and premature deployment of bands. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Knots were observed in the trigger cord based on our evaluation of the photo provided to aid the investigation. A possible contributing factor to difficulty with deployment and premature deployment of bands is if the trigger cord has knots. The presence of knots in the trigger cord can alter the length and possibly get caught in the endoscope accessory channel potentially contributing to difficulty with deployment and premature deployment of bands. A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator. At the opening of the device, there was a node [knot] that was removed, then there were no difficulties in mounting the device on the endoscope. During the examination, the release of the elastics [bands] was not done systematically when the doctor turned the wheel and therefore, several elastics were lost [unable to effective deploy bands]. The nurse, who is an experienced nurse, does not explain the nodes on the rope who was after the tip of the mbl [nurse unsure why knots were present on trigger cord below barrel]. She tried to remove the two (2) nodes [knots], but one of them was too tight [to remove]. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.